Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was judged to be a phenomenon due to a faulty patient board set. The design of the dr board was changed, and it was confirmed that the subject device was a product before the design change. The change history of parts was reviewed and it was found that the design of the dr board was changed on (B)(6) 2018. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the information from the service department, the error occurred when plugging in the device and the customer was only able to work with cv-190 scopes. The service department stated that the defective board set was exchanged and function properly. The service department was clarifying with the technician if the defective device would be send in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis exera iii video system center does not display an image with cv-180,160 and 165 endoscopes. There was no patient harm or user injury reported due to the event.